Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The lesion exhibited severe tortuosity and severe calcification. No damage to the device packaging and no issues noted removing the device from the hoop. It was reported that the stent dislodged during delivery to the lesion. The stent was then implanted with another balloon. No patient injury reported.